Manufacturer narrative:
The lens was removed and replaced within the initial procedure. Device evaluation: the intraocular lens was not returned to the manufacturing site. A product investigation could not be performed, and the customer's reported event could not be confirmed. Manufacturing record review: a review of the manufacturing record was performed. The manufacturing process record was evaluated and the devices were manufactured within specifications. The units were released according to specification. The functional testing results were verified and the lenses met specifications as required. A search revealed no other complaints for this production order number has been received. Labeling evaluation: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the lenses. Based on the results of the investigation, no product quality deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implant of the intraocular lens (iol) the lead haptic was sticking out and as the surgeon tried to insert the lens, the leading haptic caused a tear in the capsule. The doctor then cut the lens to remove it. The doctor performed a vitrectomy and successfully implanted and anterior chamber lens. No further information was provided.